Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient reported undergoing a revision procedure approximately eleven years post-implantation due to unknown reasons.